Event description:
The sales rep, has reported that as a result of the patient experiencing dislocations, a reviewal of x-rays discovered that there was allegedly some bone resorption. As a result of these dislocations, a revision surgery was required and the implant was removed and replaced with another product. During this revision surgery, there were allegedly particles of metal found to be in the soft tissue surrounding the implanted stem. On (B)(4) 2014, additional information received confirmed that the surgeon revised the stem and acetabular components. The surgeon placed a new trident shell and mdm implant due to the presence of granulomas in the surrounding tissue and metallosis around the acetabular. Also, to address stability with the mdm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation and altr and involving a trident psl ha cluster 52mm was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as insufficient information was received for evaluation. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. The reported shell was implanted with a recalled (B)(4) stem and neck. At this time there is no indication that the shell contributed to the reported metallosis. There is no indication to suggest the reported metallosis is associated with the reported shell. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
The sales rep, has reported that as a result of the patient experiencing dislocations, a reviewal of x-rays discovered that there was allegedly some bone resorption. As a result of these dislocations, a revision surgery was required and the implant was removed and replaced with another product. During this revision surgery, there were allegedly particles of metal found to be in the soft tissue surrounding the implanted stem. On (B)(6) 2014, additional information received confirmed that the surgeon revised the stem and acetabular components. The surgeon placed a new trident shell and mdm implant due to the presence of granulomas in the surrounding tissue and metallosis around the acetabular. Also, to address stability with the mdm.